Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). It was also reported that the patient experienced a loss of osseointegration resulting in implant fixture loss. The implant fixture was also removed during the same surgery on (B)(6) 2023. This report is submitted on april 06, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to infection. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 13, 2023.